Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the lcd display screen was found to be blank. The device's lcd display screen was replaced to address the issue.